Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a high level of ketones. Although requested by tandem technical support, the customer declined to provided additional information regarding the reported event.